Event description:
It was reported that the patient underwent a lead replacement procedure due to unknown reason. The explanted paddle lead was sent to pathology and will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the lead was replaced due to physicians concern of possible infection risk and possible damage to the original paddle lead during revision. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead replacement procedure due to unknown reason. The explanted paddle lead was sent to pathology and will not be returned. No further information has been obtained despite good faith efforts.